Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400. During the procedure, the physician attempted to retract the coil because it was too large. Upon retraction of the coil, it unintentionally detached, protruding the target vessel into the parent vessel. A piece of the coil was left in the parent vessel and began to collect thrombus. The physician used reopro to resolve the thrombosis which led to a complete re-opening of the basilar artery and its branches without distal embolization with sub-total occlusion of the aneurismal pouch. The physician did not make an attempt to retrieve the coil. Five months post - procedure, an angiography displayed complete exclusion of the aneurysm and an inclusion of the coil in the endothelium vessel wall.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion code: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. No further information is available. Device was implanted in the patient.